Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and exhibited an energy recognition failure. The instrument's housing was removed, and no issues were observed. Continuity tests of the energy instrument identification bipolar (eiid) board did not appear to have issues. Continuity from the bipolar energy wires to their respective grip tips appeared to pass. During the continuity test it appeared there was intermittent continuity to the proximal clevis from the bipolar energy wires. Inspection of the bipolar energy wires at the distal end of the instrument near the proximal clevis found both wires to have insulation damage and the conductor wires appeared to be exposed. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coating of the fenestrated bipolar forceps instrument was unable to cauterize. The instrument was fine at the beginning of the case. After the exchange, there was a question mark on the erbe where the blue cable connected. The procedure was continued as planned with no reported injury.